Event description:
(B)(6) 2013, report date, confirmed at appointment with urogynecologist dr (B)(6) that vaginal pain I have experienced in recent months is from tvt mesh extruding into vagina surface. Gyncare secure mini sling for sui was placed by dr (B)(6) in (B)(6)2008. Post-op, I experienced novo urge urinary incontinence, which became less severe in weeks following surgery. I continued to feel pressure against my urethra and not experience somewhat improved sui but more problematic hesitancy in urine stream and some continued urge incontinence. Dr (B)(6) referred me to dr (B)(6), a urogynecologist, to discuss options to alleviate my new symptoms and discomfort related to the tvt sling. In (B)(6) 2008, dr performed day surgery, which I understood to be tvt sling removal. Following four to six weeks' healing period post-op, my original (pre-tvt placement) level of sui was present, but I no longer felt the sense of urethral pressure or urination urge sensation I had prior to the "removal" surgery. Since 2009, I have experienced the discomfort intensity to vaginal pain making sexual intercourse too painful to engage in. On (B)(6) 2013, during a gynecological exam preceding a scheduled oophorectomy, dr (B)(6) answered concerns I had relating to vaginal pain and cervical area discomfort by inspecting the pain points I indicated; he noted scar tissue over the area where the tvt sling was placed. Dr (B)(6) referred me to urogynecologist dr (B)(6), who confirmed during my appointment today ((B)(6) 2013) that mesh is projecting outward into my vaginal wall and causing the pain I am experiencing. It appears also that the mesh sling was not removed in 2009 but rather cut away on one side to loosen the tension against my urethra. Further surgery will be required to attempt revision.